Event description:
It was reported that 4 of the bd alaris smartsite texium secondary set was deformed. The following information was provided by the initial reporter: I went through the case as I stocked it and found 4 items with kinked lines that we will not use for safety reasons.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. H6: investigation summary a complaint of kinked tubing was received from the customer. Four samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The sets were all kinked at the drip chamber and tubing connection site. No excessive solvent was noted on the sets. A device history record review for model 10013364t lot number 23019280 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 4 of the bd alaris smartsite texium secondary set was deformed. The following information was provided by the initial reporter: I went through the case as I stocked it and found 4 items with kinked lines that we will not use for safety reasons.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.